Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Transmitter was replaced to resolve the issue. No additional patient or event information was available.